Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2013, inratio2 2.1, lab - lower than therapeutic range; exact value unk. Therapeutic range: 2.0 - 3.0. Meter is placed on top of the strip box which is on the table; finger is being milked after the finger stick. Pt self tester had a stroke and was hospitalized on (B)(6). In the hosp warfarin was increased to 5mg. Pt was discharged on (B)(6). Pt is stable.

Manufacturer narrative:
Customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio result without this info. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Results of the query of similarly incidents in the complaint system for this trend code did not indicate a mfg issue. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.